Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number of the poduct. G.9. Manufacturer report number corrected and reported under 9612169-2022-00038 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced starburst/streaks/glare which is evident with any light source (red, blue, green, white) and driving at night is debilitating due to the glare and streaks from headlights. The yag procedure was performed on (B)(6) 2021. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.